Manufacturer narrative:
Ticket searches for lot 95381li00 and associated sublots identified slightly elevated complaint activity. Tracking and trending report review for the architect havab igg assay determined that there are no related trends. Using world wide field data the performance of the complaint lot and associated sublot was reviewed. The standard deviation to cutoff and median values of the negative population were within established limits. Therefore, no unusual performance was identified for the reagent lot. Manufacturing documentation for the lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect havab igg, reagent lot 95381li00 was identified.

Manufacturer narrative:
This report is being filed on an international product, architect havab-igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported (B)(6) architect havab igg results for multiple two samples. Both samples were (B)(6) when retested. Sample 1: (B)(6). Sample 2: (B)(6). No impact to patient management was reported.